Event description:
An olympus employee reported on behalf of a customer, the evis lucera colonovideoscope experienced poor air supply during preparation for use. The unspecified diagnostic procedure was completed using a replacement device. There was no report of user or patient harm associated with this event. During incoming inspection, a foreign object was in the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The amount of air supplied was insufficient due to clogging of the air/water nozzle. In addition to evaluation in b5, the objective lens was cracked. Scratches were found on the objective lens. Shadows were visible in the image. Ghosting was allowed in the image. The curved rubber adhesive part was missing. The air and water nozzles were clogged, and the drain function was degraded. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Water coverage was recognized on the electrical connector. There was liquid leakage to the scope connector. Scratches were found on the scope connector. The air/water supply cap was loose. There were wrinkles in the insertion tube. Scratches were found on the operation part. There was discoloration of the operation part. Scratches were found on the tip cover. There was a scratch on the hardness adjustment ring. Scratches were found on the switch box. The suction cylinder was scraped. Scratches were on the operation unit cover. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. Scratches were found on the right/left knob. Scratches were found on the grip. The forceps plug cap had been scraped off. Scratches were found on the universal cord. The universal cord was discolored. There were scratches on the right/left angle fixing knob. Peeling of the paint was recognized on the air/water supply cylinder. Peeling of paint was recognized on the suction cylinder. The protector of universal cord on scope connector side had scratches. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown when the foreign object adhered to the scope. It is unknown whether the endoscope was used for a procedure with the foreign material attached. It is unknown if there was a delay between the end of clinical use and the start of pre-cleaning. Water and air were flushed to the air/water nozzle. There were no abnormalities in the accessories used for reprocessing. It is unknown if the endoscope was immersed in a detergent solution. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. It is unknown if the air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the suggested event ¿foreign material in the nozzle¿ was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. Additionally, it was unknown whether reprocessing was conducted in accordance with IFU. However, it was confirmed that there was no deformation of the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": ¿[inspection of the endoscope]: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.